Event description:
Patient admitted to hospital for removal and replacement of medtronic generator secondary to potential for sudden unexpected battery failure. This resulted from an advisory from medtronic.